Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. Hardware low level failure confirmed in pump history with variable (003) due broken trace at pin 6 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed failed battery test and hardware low level failure. The patient¿s blood glucose level was 5.3 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.